Event description:
A report was received that the patient was experiencing intermittent stimulation. High impedances were noted on several contacts. The patient underwent a revision procedure wherein the lead was replaced. The physician suspected lead failure and noted a break in the lead at the anchor site. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.